Event description:
It was reported that a contact called regarding a patient experiencing hyperglycemia with a blood glucose of 390 mg/dl while the ilet insulin dosing had been stopped for multiple hours, and troubleshooting could not proceed until the contact was with the patient. Symptoms included hyperglycemia. Outcomes included the need for additional information to assess device performance and user status. Investigation included a review of the reported event and an attempt to follow up with the contact for direct assessment and troubleshooting when with the patient. Investigation of this case revealed that the cause of the hyperglycemia was unclear at the time of contact, with no confirmed device alarms or component malfunctions reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.